Event description:
Add'l info rec'd from MFR on 10/30/02: the device involved in the event was an 8f angio-seal vascular closure device, sts, reorder number 610107; the lot number was not provided by the user facility and remains unknown. The event description received by st jude medical is verbatum to the one received by the FDA. Analysis could not be performed as the device was not was not returned for evaluation. No add'l evaluation was indicated. The instructions for use (IFU) state that if bleeding should occur, the user should apply digital or manual pressure to the puncture site. If necessary, pressure devices, such as a clamp or pressure bandage, may be used to provide supplemental compression. St jude medical received the medwatch report from facility on september 4, 2002. The device was not returned to st jude medical and the current status of the device is unknown.

Event description:
The pt underwent ptca of the mid left circumflex coronary artery and stenting of ostial first obtuse marginal branch and ostial left anterior descending coronary artery. At the conclusion of the procedure a #8 fr angio-seal was attempted to deploy in the left groin. The #8 fr angio-seal device failed to deploy the foot on withdrawal. This led to failure to deploy the device. Hemostasis was achieved using manual compression.